Event description:
Additional information received from performing physician on 2/03/2020: the procedure was uncomplicated but the patient reported post-ablation pain. Patient was "scanned" and had no abnormal findings or signs of infection. 6 weeks post-ablation, the patient was still reporting pain on right side. Again, she was scanned with normal result. Patient had hysterectomy just before (B)(6) 2019. There was possible adenomyosis, otherwise all appeared to be normal according to the physician. Pain was reportedly persistant after hysterectomy. Patient will have a follow up visit and was prescribed a mental health plan.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported by the patient that for a year following an endometrial ablation procedure she had debilitating pain, numerous ER visits, and has been hospitalized numerous times. The patient also reports that she will subsequently require a hysterectomy. No additional details available.